Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an upset stomach and did not contact her health care professional for her high blood glucose levels. Customer's blood glucose level was reported as 549 mg/d and 418 mg/d. Customer treated with a manual injection. Customer stated that the insulin exits from the tubing and the settings are all correct. Customer will call back to complete troubleshooting once she receives a tubing clamp. Customer was advised to change out the entire set, reservoir, and insulin. It was explained that the high blood glucose levels are often caused by site/set issues. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer's blood glucose reading was 333 mg/dl after the set change. Customer does not want to deliver a bolus since she gave herself a large injection before. The set and pump are working properly and customer was advised to monitor the pump. No further details provided.